Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 400 to 500 mg/dl. Customer¿s current blood glucose level was 307 mg/dl. The customer feels ok to troubleshooting high blood glucose level. Customers mother states that on the day of hospitalization, customers insulin pump did not alarm with any warnings. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin drip and manual injections. The drive support cap appears normal. Customers mother states customer had to press act button repeatedly on occasion in order to get a response. Customer was unable to complete the troubleshooting for button issue. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was returned for analysis.